Manufacturer narrative:
Unit alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. No motor error alarms noted. Unit was not received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. The customer was unable to rewind the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.